Manufacturer narrative:
The customer troubleshooted the instrument with beckman coulter (bec) customer technical support (cts). Cts determined that the substrate fitting on the substrate bottle cap was loose. Cts advised the customer to tighten the fitting, then reviewed the proper substrate loading procedure with the customer. Another system check was performed and passed with results within instrument specifications. Field service was not dispatched for this event as the issue was resolved through troubleshooting with cts. Associated MDR: 2122870-2014-00605. (B)(4).

Event description:
The customer reported the access 2 immunoassay system of a unicel dxc 600i synchron access clinical system generated no-value, indeterminate (ind) flagged troponin I (accutni) results for six patient samples on two days. The patient samples were retested on an alternate access 2 immunoassay system in the laboratory; the alternate instrument generated numerical, reportable accutni results for all six patient samples that were within the normal reference range. The initial results were not reportable and there was no impact to patient treatment as a result of this event. This MDR reports the event that occurred on (B)(6) 2014 and affected results for five patient samples; the customer noted that quality control (qc) results were low, out of range on (B)(6) 2014. The customer obtained a failing system check after the event.